Event description:
It was reported that during a pph procedure, the surgeon had trouble getting the device to release. The stapler did not form all of the staples and did not cut the tissue completely. No patient consequence. Case completed with another device of the same product code.